Event description:
Reporter stated that pt is being transported to the hosp, by emergency medical services, due to elevated readings obtained on the suspect device. Reporter noted that pt had been consistently receiving readings of ~ 700 mg/dl (device's reading range is 10 - 600 mg/dl), throughout the day, prompting her to take an additional 5 units of insulin. While troubleshooting the concern, technical support discovered that the first number, in the device's numeric display, is damaged - leading to a "3," appearing to be a "7". At the time of the report, pt's treatment was unk. Additionally, techical support discovered that the device was incorrectly coded. Pt's current condition: en route to hosp. Technical support requested the return of the suspect product and replacement product was shipped.